Event description:
Event description guidant received information that this transvenous defibrillation lead was repositioned due to high thresholds and low sensing values. It is suspected that the lead has dislodged. The physician repositioned the lead without reported complication. There have been no reported symptoms associated with this clinical observation.